Manufacturer narrative:
On (B)(6) 2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "on (B)(6) 2019, (B)(6) head forwarded an email from (B)(6) of (B)(6) healthcare emailed (B)(6). She stated that she had one pump that would not alarm occlusion when a clamp was on the tubing, resulting in a leak of medication." A patient was involved but not harmed. Note: this MDR is for the leaking set and the associated MDR number for the pump with the occlusion issue is 3011581906-2020-00063.